Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer stated that they woke up with blood glucose level was 70 mg/dl and insulin pump was suspended. Customer stated that they had sensor updating and change sensor alerts. Customer stated that after resuming the insulin pump their blood glucose level was 417 mg/dl and then it was 420 mg/sl. Customer stated that they bolus and their blood glucose level was at 528 mg/dl and then they took another bolus and checked blood glucose level and it was 436 mg/dl. Customer¿s blood glucose level was 410 mg/dl at the time of call. Customer stated that they tried to calibrate but they can not. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will not be returned for analysis.